Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the vega tibial component. Early loosening of the tibial component after initial surgery on (B)(6) 2017. Revision of the tibial implant with augment and stem performed on (B)(6) 2019. Bone cement had originally been used but appeared to only have bonded onto the bone. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Concomitant components: nx121, batch 52079495, non-aesculap product.

Manufacturer narrative:
Involved components: nx261z as tibial obturator d12mm nx121 vega ps gliding surface t2/2+ 12mm ae-qas-compet-imp. No aesculap product manufacturing site evaluation: we received a complaint about one nx053z -> as vega ps tibial plateau cemented t2 from the (B)(6) medical centre sdn bhd(B)(6) , malaysia. Investigation: the available components have been examined visually and microscopically. The available tibial component show no abnormalities or serious visible damages.the visible little scratches at the tibial component on the as coated surface most probably results from the revision process. In the delivered condition there were only little bone cement residues adhesive on the tibial component. The gliding surface of the meniscal component shows little scratches and imprints (see fig. 4 and 5). It could be possible that this traces come from bone cement residues which get into the articulation between the femoral component and the gliding surface. The provided x-ray figures show a loosening between the implant and bone cement. Batch history review the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion based on the information available as well as a result of our investigation the root cause of the failure is probably usage related. Rationale there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique too. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded · wrong temperature · unfavourable storage · the age of the cement · wrong handling with the cement corrective action any action regarding CAPA will be addressed within the product safety case.